Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the subject device flashed green when the handpieces are connected could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device flashes green when the handpieces are connected. The customer tried connecting old handpieces and new handpieces with new cables. The unit is not recognizing the handpieces and will need to come in for repair. The issue was discovered during set-up. There were no report of patient involvement.